Event description:
It was reported that inadequate capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and rv lead damage was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and lead damage were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.